Manufacturer narrative:
The reported event of failure to interrogate and no lv output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented for in clinic follow-up with ventricular bradycardia. Device interrogation was attempted however, the pacemaker (pm) failed to be interrogated. On (B)(6) 2025, an electrocardiogram (ECG) was performed, noting that the pm was not providing pacing. The physician elected to explant and replace the pm. The patient condition was stable.